Event description:
Althin biopharm, reported that user facility reported an occurrence where the bypass valve did not function as expected. A small trickle of flow was observed from bypass port of the valve when machine was not in bypass. No patient involvement, this was found as part of a routine check.